Manufacturer narrative:
Returned to manufacturer: date corrected from 07-jan-2019 to 19-dec-2018. Claim#: (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens the lens was returned in liquid in the lens case/vial. Visual inspection found the haptic torn. (B)(4).

Event description:
A cq2015a intraocular lens, diopter +21.0 was returned with no reason given for its return. Attempts to obtain additional information have not been successful.